Event description:
The iab was inserted surgically into the patient on 05/23/97. On 05/25/97, the "slow gas loss" alarm sounded from the system 97 pump and minor blood spots were noted inside the tubing. Then, blood was noted in the catheter and the iab was removed. (Event complications: none from the event - reported 06/10/97). (Pt's current status: on inotropics-rpt'd 06/10)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.